Manufacturer narrative:
The device is expected to be returned for evaluation however it has not yet been received. D4 - UDI is blank as all product information is unknown.

Event description:
The event occurred on an unspecified date and involved an unspecified quadset where the customer reported that while doing a peripherally inserted central catheter (PICC) dressing change, the nurse noted that the quadset was cracked near the hub connecting to the cap of the PICC line and was leaking fluids. The apn was notified, new fluids were ordered and a line change was completed. The product was contaminated with lipids and IV fluids noted in tubing and possibly bodily fluids but no noticeable blood. It occurred during infusion. There was patient involvement but no harm was reported as a consequence of this event.